Manufacturer narrative:
Product has not been received for investigation and root cause analysis to date.

Event description:
The facility initially reported the foot pedal wasn't working during surgery. They needed to exchange footswitch and requested a cable; declined tech support. Pt was on the table; unsure of pt impact. Add'l info received noted footswitch stopped in middle of the case, and the doctor had to convert to a different means to complete the case. Follow-up with nurse noted the footswitch stopped after the doctor started doing phaco. They tried replugging the footswitch a couple of times, then rebooting the system a few times, delaying the case about 5-10 minutes, then they stopped using the system and changed procedures. The doctor switched to ecce and then had a posterior capsule tear and vitrectomy. The pt was left aphakic and will possibly need further surgery later. The doctor returned the questionnaire and stated they were unable to find a replacement footswitch. Forced to convert to extracap, which was complicated by vitreous loss. Unable to do adequate vitrectomy without footswitch; performed weck-cell vitrectomy. Had to do second surgery for vitrectomy and iol placement. Pt treated with aggressive iop lowering therapy post-op.